Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2019, abbott point of care was contacted by a customer regarding act kaolin cartridges that yielded unexpected results on a (B)(6) male patient. There was no patient information available at the time of this report. Return product is not available for investigation. Method: I-stat, date: (B)(6) 2019, collected: 11:34, tested: 11:34, result (secs): >1000; I-stat, (B)(6) 2019, 11:43, 11:43, 224. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. Initially the customer reported one result and very limited information there was no reason to suspect there was a malfunction at the time. However, new information was received on (B)(6) 2019. The customer reported a second result with limited patient information and the decision was revaluated based on the new information. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident #: (B)(4). The investigation was completed on 04/23/2019. A review of the device history record (DHR) confirmed that the cartridge lot passed release specifications. Retained cartridge testing of act kaolin cartridge lot r18351 met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ac (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for act kaolin cartridge lot r18351.